Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated insulin pump had stopped working. Insulin pump had low battery alert. Customer stated they tried new battery but insulin pump was not recognizing it. Customer already had tried different brand-new batteries but it did not work. Customer was assisted with troubleshooting. There was no damage to battery cap or battery compartment. Display did not return after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.